Manufacturer narrative:
Csz medical technical support confirmed over the phone the device was alarming and had no display. Technical support troubleshot the device and found the account had 2 hemotherm devices plugged into one 20amp outlet. The accounts circuit breaker tripped due to an overload on the circuit causing the devices to malfunction. Other device referenced in (MFR 1516825-2017-00005). Medical technical support had the account reset the devices and plug the devices into a separate outlet to resolve the issue. The account was inserviced that an individual hemotherm device pulls 16amps of electrical current and a 20amp outlet will not allow for 2 devices. The account will now use one outlet for each device. Based on this information, no further action is required.

Event description:
Cincinnati sub-zero received a report from the account stating during a procedure, the device started alarming power fail and had no display. The device was located at the account. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint (B)(4).